Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, the tip of a performer introducer was found to be split prior to patient contact. There was no noted damage to the package. The device was stored hanging on a metal hook. The device did not make contact with any patient. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. Visual inspection of the returned device confirmed that the tip of the dilator was split and smashed. No damage was noted to the sheath. Biomatter was present on the hub of the device. Additionally, a document-based investigation evaluation was performed. A review of the device history record did show two nonconforming events which could have contributed to this failure mode. All affected product was scrapped, however, and was not replaced. A review of complaint history showed no additional complaints received related to this lot. Reviews of the manufacturing instructions and quality control procedures were also conducted, and no gaps were discovered. The available information provides objective evidence to support that the device was manufactured to specification. The product is packaged with instructions for use which state, ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information available, investigation has concluded that a possible cause for this event is shipping damage. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation = unknown. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the tip of a performer introducer was found to be split prior to patient contact. There was no noted damage to the package. The device was stored hanging on a metal hook. The device did not make contact with any patient.